Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. On the same day, the patient was hospitalized for the event. The patient was treated with injection ceftazidime 500 milligram (route, frequency and duration not reported) and amikacin 125mg (route, frequency and duration route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with the dianeal therapy was not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported during follow up that on an unreported date, intraperitoneal antibiotics were discontinued and the patient was treated with meropenem (intravenously, dose, duration and frequency not reported) for peritonitis. On an unreported date, the patient's fluid was not clear. At the time of this follow up report, the patient had not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.